Manufacturer narrative:
Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was found to be cracked when being inserted with a cartridge. The location of the crack is between the base of the haptic and the center of the optics. The small crack-like thing could be seen between the haptic base of the apex where the lens was folded and the center of the optical part. The doctor did not know if it is on the front or back of the lens. There is no complaint from the patient and no patient injury was reported. No further information was provided.